Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a broken grip at the grip base. A piece approximately 0.64" x 0.20" was found to be broken off and the broken piece was returned. No material was missing as the broken grip was pieced back together.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was broken. The fragment was retrieved during the same procedure and the procedure was completed as planned. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the patient was not injured by the wire break. The instrument/accessory was inspected prior to use and no damage or anything unusual was found. The surgical task being performed when the instrument fragment fell into the patient was the removal of instruments. The surgeon did not provide an opinion on the cause of the instrument/accessory break or fragment fall. The duration of instrument/accessory use before the problem was unknown. The surgeon did not notice any problems with the functionality of the instrument during the surgical procedure. The fragment(s) fell into the patient during a collision between the instrument tip and accessories. The instrument was not removed before the fracture and the wrist extension during removal was unknown. The surgical staff did not feel any resistance when removing the instrument through the cannula. After the final removal of the instrument, it was unknown if the wrist was extended or if the or staff noticed any damage to the cannula. The fragment(s) were retrieved successfully, and all fragments were confirmed to be retrieved. No additional surgery was required to remove the fragment and no x-rays or ultrasound scans were performed after surgery. The patient did not have to be readmitted to the hospital due to postoperative complications related to the retention of a foreign body.